Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Archives were not available. The logs were reviewed. Two application sessions were available and two different patient data sets were available in each session. First session: tumor resection em procedure was performed with two mr exams merged. Only tracer pointer and nipt were used. Stationary probe was enabled for registration. User performed trace registration and collected trace points successfully. Second session: tumor resection em procedure was performed with one mr exam. Tracer pointer, em stylet and 2 nipt were used in the procedure. User enabled stationary probe for some time and then switched to footswitch mode for registration. User performed trace registration and collected trace points successfully in this session too. Suspected the trace points were not collected when the registration mode was toggled b/w footswitch/probe. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) (serial: (B)(6), product type: ; implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: product ID: sw kit 9735737 s8 2.1 cran EU-e (software version: 2.1.0) h3, h6) the system was serviced in the field and no fault was found. The system passed system checkout and was functioning as expected. Applicable codes: b01, c19, d14 no parts have been returned for analysis. Applicable codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial em procedure. It was reported that the site had issue with the registration tracing not working. It was noted that there was only the navigation pointer when looking in the isntruments tab for the surgeon profile. The surgeon used a different footswitch vs. Stationary probe registration setting when using a different system. The previous registrations for the same patient showed uncropped exams that had a lot of torso. The amount of surgical delay was unknown and there was no reported patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a ventriculoscopy procedure. There was no significant delay and the case was aborted due to the patient condition not because of the system.